Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 6/4/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Only returned was the lens cut in four pieces. Residues of lubricant material were observed on the lens. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. Therefore, it was not possible to confirm the complaint reported. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. . A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis monofocal intraocular lens (model pcb00, +23.0 diopter) was explanted from the patient¿s right eye in a secondary procedure due to the patient experiencing decreased visual acuity. The explanted lens was replaced with another model pcb00 but a lower diopter (20.5). There was no incision enlargement, no patient injury and no other surgical intervention required. Patient was reported to be doing well post exchange. No further information provided.